Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 161mg/dl, 261mg/dl. Tests were done within 11-20 minutes with a difference of 42%. Pt did not experience any adverse events. No further info has been reported. *note - strips opened for more than 4 months.*